Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an unspecified connection issue between the connector of a minicap extended life pd transfer set and the titanium adapter. This was identified before use for peritoneal dialysis therapy. The titanium adapter is still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the photograph showed the blue pull ring cap connected to the catheter adapter of the transfer set. The reported condition of a disconnection between the catheter adapter and titanium adapter was not depicted. The physical device was not received for evaluation; therefore, a device analysis could not be completed. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.